Event description:
It was reported that the infection has resolved.

Manufacturer narrative:
A patient had their system explanted due to a staph infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-24127, 1627487-2020-24128. It was reported the patient was admitted to the hospital and diagnosed with a (B)(6) infection at the ipg and lead incision sites. The patient was prescribed antibiotics and the patient¿s system was explanted. The patient is currently in the care of an infectious disease specialist. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.